Event description:
On (B)(6) 2019 during a preparation for a dental crown on #19 lower left 1st molar, doctor noticed there was loose tissue that looked like the patient bit her cheek. After closer examination the doctor observed the loose skin was the result of a burn approximately the size of a quarter. There was no blood present at the site of the injury. The doctor felt the head of the handpiece he had been using and realized it was extremely hot. Doctor advised the patient that he believes she had been burned by the handpiece. The patient was very understanding and once the procedure was finished went home. A follow-up call was made by the doctor to the patient on the same day and the patient reported she was feeling ok. A second follow-up call was made to the patient in the following week after the first call and the patient reported she was having issues and experiencing numbness at the site of the burn. A third follow-up call was placed on (B)(6) 2019 and the patient reported that she had removed a scab at the site of the burn and that it felt better, was healing normally and that the numbness had subsided.